Manufacturer narrative:
On 4-25-2023, the following information was reported: the pump history was reviewed, and no data was available for the reported issue date of 3-6-2023. From 3-1-2023 to 3-4-2023, the pump history verified that the battery was depleting appropriately and that the proper low power alerts and alarms occurred prior to shutting down. Additionally, the pump intermittently indicated a data log corruption. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on a few days later. Customer¿s blood glucose level was 100 mg/dl. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.